Event description:
A medtronic rep reported an issue with the navlock solera screwdriver. The threads that engage with the tip of the screw are twisted and damaged, not allowing the screws to sit flush. After experiencing this issue, the surgeons have adjusted their surgical technique with the navlock instruments.

Manufacturer narrative:
Part has not been returned to MFR.